Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report is for an unknown milagrow screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. No facility available; initial reporter was patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
It reported by the patient via phone that post to an acl procedure on (B)(6) 2019, using a milagro screw to anchor her graft (graft was a portion of her quad tendon to replace acl). The patient noted spots around the surgical site starting about 2 ½ weeks after surgery and now has a very painful, itchy rash over the whole surgical site.